Event description:
The device was received for service. During service, baxter service technician reported "failure code 550 on powering up". According to facility's biomed engineering department, no patient injury of medical intervention has been reported. Biomed stated they have no record of any patient incident involving the pump since the last baxter service event.